Event description:
The tip of a harmonic ace scalpel broke off during surgery. The surgeon noticed this immediately and stopped the procedure. X-rays taken revealed the tip in the patient's abdominal cavity. Another surgeon was consulted and scrubbed in to assist in retrieval of the tip. The primary procedure was also completed.